Event description:
Pt was revised to address poly wear and osteolysis.

Manufacturer narrative:
Eval was not possible, as the products were not returned. Product information required to review the device history records and to search the complaint database was not provided. The investigation could not draw any conclusions about the reported polyethylene wear without the product to examine; however, polyethylene wear after approx 17-years implantation should not be unexpected. Based on the performed investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the products and/or additional information be received, the investigation will be re-opened.